Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. On (B)(6) 2018, it was reported that the patient¿s pump system had become infected and they planned to explant the devices on (B)(6) 2018. The cause of the infection was undetermined. The diagnostics and troubleshooting performed was reported as typical lab work to identify the infection. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.